Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead would not stay in the atrium despite multiple fixation attempts. The lead was removed, and another lead was implanted. No patient complications have been reported as a result of this event.